Manufacturer narrative:
Device mfg date: monitor - 04/2008, electrode belt - 07/2007. Battery pack - 12/2007. Battery pack - 09/2007. Device evaluation: all the equipment was fully functional. It was refurbished, retested and restocked. From the flags it can be seen that the battery pack was pulled from the device prior to the patient's death. The patient was wearing the system without it being powered up.

Event description:
In 2008, a lifecor patient services representative (psr) called lifecor customer support to report that a male patient had died over the weekend. Support had the psr download the device and the download revealed that the patient was not wearing the device at the time of death. Support contacted the psr on 7/28/2008 for more information. She stated that the patient was wearing the device at time of death according to the hospital personnel.